Event description:
It was further reported that the event resulted in leakage of the device cuff during patient use. The device was placed in patient use on (B)(6) 2017 and was removed from the patient on (B)(6) 2017. According to the report, the patient presented an audible sound and the cuff of the device "wilted". The event resulted in a replacement of the device and the event was reported as resolved. The patient's physician performed a test on the device by inflating the cuff with 20ml of air and inspected the device hole. It was reported that the device cuff was inspected prior to patient use.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® adjustable neck flange tracheostomy tube cuff broke and was perforated after 10 days of use with a patient. No patient injury was reported.